Event description:
It was reported via maude report (B)(4): "volun (B)(4) 2013: broken hex screwdriver and a part was retained within the patient. The head of the driver broke during use and remained intact with the implant screw. The physician unsuccessfully attempted retrieval of the foreign body."

Manufacturer narrative:
Evaluation summary: investigation of the device could not be carried out as the device was not available. The DHR could not be reviewed as the lot code is unknown. With respect to the investigation results and information available the real cause of the event could not be determined. No discrepancies were detected during risk analysis review. No non-conformity identified; no actions are in place.

Event description:
It was reported via maude report (B)(4): "volun 17-jul-13: broken hex screwdriver and a part was retained within the patient. The head of the driver broke during use and remained intact with the implant screw. The physician unsuccessfully attempted retrieval of the foreign body."

Manufacturer narrative:
Device will not be returned for evaluation. If the device or additional information becomes available it will be reported on a supplemental report. Device will not be returned.